Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. There were no reports of any malfunction of the hf-generator during the procedure and based on the available information the generator is assumed to meet its specification. The exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, based on the information available, the reported burn injury was most likely caused by a fault current supplied by the esg-400 hf-generator resulting from incorrect/unsuitable positioning of the patient in conjunction with possibly incorrect use of the involved instruments. Therefore, the patient injury can in all likelihood be attributed to a user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that after a successfully completed therapeutic laparoscopic extrapfascial hysterectomy procedure it was found that the elastic sock on the patient's left knee was burned and the skin underneath was scalded. There was no report about a malfunction of any of the olympus devices used during the procedure and there was no information that any additional medical treatment was administered to treat the burn injury. The patient has been discharged from the hospital.